Manufacturer narrative:
Event reported due to analysis results. Analysis of the phenom-17 micro catheter (model: fg11150-0615-2x, lot: jl20-011) found that the catheter was found separated at ~51.0 cm from the distal end. The separation appears smooth, the edges were found sharp with the lumen flattened, indicative that the separation was due to a cut. The proximal segment (including the hub) was not returned for analysis. A 0.0160¿ mandrel could not be inserted into the catheter. The catheter was found to be occluded. The catheter was cut, and dried blood was found throughout the catheter. The dried blood was dissolved with enzyte and no other occlusions, wires or subassemblies were found within the catheter. No other damages or anomalies were found. Based on the device analysis and reported information, the customer¿s report of ¿device to device entanglement¿ of the phenom-17 catheter and unknown flow diversion device catheter could not be confirmed through device analysis. The unknown catheter and proximal end of the phenom-17 micro catheter were not returned; therefore, any contribution could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that was stretched and prematurely detached during a procedure. The patient was being treated with flow diversion assisted coil embolization for a ruptured fusiform aneurysm of the anterior commun icating artery. The aneurysm max diameter was 5mm and the neck diameter was 5mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that when the axium coil was partly deployed, there was an interaction between the phenom-17 catheter and the flow diversion device catheter which caused the coil catheter to pull back. When this occurred, the coil was stretched and detached prematurely. The physician cut the catheter and used a snare to retrieve the detached coil which was moved from the patient's body without incident. There had been no attempt made to reposition or detach the coil. The physician did not rotate the delivery pusher during the procedure. There was no friction during delivery of the coil. Continuous flush was administered. There was no harm or injury to the patient. Ancillary device: en snare refer to manufacturer report 2029214-2020-01235 for details pertaining to the related reportable event.